Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy; however, ultimately the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged minimum fill notification issue could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge o-ring allegation.